Event description:
This is the third powerpicc provena line. Wire pulls out smoothly, but then noted to have been bent to the point of nearly breaking. Risk is of dislodgment in the line/vessel. FDA safety report ID # (B)(4).